Event description:
My son was using the bausch and lomb renu with moistureloc contact lens solution. He woke up in the morning unable to open one eye due to extreme sensitivity to light. He had swelling, tearing, redness and extreme pain. We went to an emergency center and they diagnosed it as "pink eye" and gave an antibiotic drop. It cleared up. In the morning, twenty five days later, he woke up with both eyes swollen shut. And the same symptoms. This time we went to an ophthalmologist and they diagnosed an infection and gave a salve and drops to him. They assumed he had been wearing his contacts for too long at a stretch, and when they found out he hadn't, they ordered new, more porous contacts for him and also gave him a new solution to use. After wearing his glasses and using the drops and the salves for 3 weeks, he started back with the new contacts and new solution and has been fine for the last couple weeks. I'm worried, though, about the future.